Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that after pump 404456 was manually stopped (the pump was turned off, not the aic as mistakenly reported) and unplugged from the console (as evidenced by optical signals in rtlog data), the console did not detect the pump being disconnected, which prevented the user from shutting down the aic. As means of troubleshooting, the pump was repeatedly reconnected and disconnected few times, but the issue was not resolved. Console was eventually powered down by unplugging ac cord and disconnecting batteries via transport switch. Also, throughout the case, there were multiple (1700) error messages related to eep/epm communication recorded in imc log: 01/05/23 19:07:55 sau_sens_eep_1 too busy for 2680. 04/05/23 11:05:40 sau_sens_eep_1 too busy for 63467. Console ic2081 was tested in danvers by plugging and unplugging a known-good pump and pump simulator, but the issue was not reproduced, and disconnecting of the pump was each time correctly registered. Inspection of the console¿s electronic components revealed kinked impellatronic ribbon cable, which might have affected communication between eep circuitry and epc. Inspection of the impellatronic board indicated that fcn 98 had been performed, however the workmanship seemed unsatisfactory as evidenced by contamination and flux residue. It is likely that during rework component r330.2 was overheated, at the risk of shorting to the neighbouring component r326.2, which is part of pump motor sensing sub-circuitry, that also includes l6234 (sense1, sense2 - feedback for motor current control for the bridges) and tps767d301 (u101.2). We were unable to establish any relationship between these components and pump detection mechanism. From the three mechanisms used for detecting pump disconnection (optical snr<150, current-sensing resistor, i2c active communication) the snr is related to optical bench, and if any of the other two (located on impellatronic) fails, pump disconnection will not be detected. The issue of pump disconnection not being detected was most likely caused by compromised ribbon cable between impellatronic and 4-in-1 assembly preventing pump detection from being communicated to epc. During testing it¿s been also observed that microsd card on rlm was corrupt, which resulted in loss of wifi configuration every other boot-up (unrelated to this complaint). Repair: replace impellatronic communication cable (6000-0141) and impellatronic assembly (0042-1115) as a precaution. Replace rlm microsd card, and perform functional check of the console.

Event description:
The user facility reported a 50-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a cp support conclude. The team then found aic (automated impella controller) issues when disconnecting and powering off. The aic will be investigated, and a backup used for support per IFU recommendations.